Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported the patient was hospitalized and discharged on an unknown date. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, discontinued) and amikacin injection (250mg, every day, discontinued) for peritonitis. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. It was reported that patient retraining was complete. No additional information was available

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.